Manufacturer narrative:
Concomitant medical products: optia apheresis device; vortex implantable port; apheresis tubing set; large bore needle. Patient age and dob requested but not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they work in conjunction with the american red cross - western blood services division in providing apheresis therapy to their patients and that they are currently in the process of certifying their own apheresis unit. The customer reported that the optia device that performs apheresis treatment alarmed for "air detected in centrifuge" while using the extension tubing set. It was found that the extension tubing set pulled air from the outside into the apheresis kit and caused the kit/plasma exchange to malfunction leaving the nurse with the option of either performing a rinse back or to discontinue the apheresis therapy. Instead, the nurse replaced the extension tubing set to a different product and the issue was resolved. There was no patient harm.